Event description:
It was reported that, "plastic wrap and box were opened to implant stem, the seal on the bubble package inside was wrinkled and not tight around the edges. Doctor refused to implant this piece, so they opened a second one from the shelf which had the same appearance. Only needed 1 piece to implant, requested to get a new piece in exchange for the piece with wrinkled packaging although the innermost sterile package was never opened."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.